Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as the issue was not clear in the details. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4) version e. Issue is not confirmed. The helpline states the patient wanted to make sure the app is updated. I asked to confirm what the issue in question was. I did not provided any recommended steps as the issue was unclear. The helpline has not provided feedback on clarification of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report error. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Reports general reporting related events "unable to resolve with existing troubleshooting or labeled instructions, issue escalated.". No harm requiring medical intervention was reported. No product return is required for mmt-7333.